Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed multiple occlusions. During the load step, the pump recognized the cartridge when no cartridge was present and the pump emitted an occlusion alarm within 3 minutes of priming. The force sensor was found to be out of calibration and the force resistance measurement was out of specification. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for large prime volume. Investigation revealed that a force sensor circuit component was misaligned on the printed circuit board. This report is made based on results of investigation completed on (B)(4) 2013.